Event description:
Additional information received from the local sales representative stating that this rv lead has been revised. The pace sense portion of the lead has been surgically abandoned. The left ventricular portion was plugged into the rv portion. The shock impedances were 62 ohms and programmed in the reversed polarity, rv coil to can. No other adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the thresholds on this right ventricular (rv) lead had increased after the placement of an lvad. Additional information received states that the left ventricular (lv) lead has since been programmed off to resolve the issue with the thresholds on the rv lead. No adverse patient effects were reported. Additional information received from the local sales representative states that no intervention has been placed at this time and there are no adverse patient effects. The rv is capturing. Subsequently, additional information received from the local sales representative states that this rv lead was not functioning and they suspected a lead dislodgement. There was loss of capture (loc) noted on the rv lead. The local sales representative contacted boston scientific technical services (ts) and discussed programming options. Ts states that a concern would be sensing if they were to program lv only. The local sales representative was going to discuss this with the physician. The local sales representative noted that there has been no revision or intervention scheduled for the near future.